Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the patient was unhappy with vision. Subsequently the lens was removed and replaced with an unspecified advanced technology intraocular lens (atiol) in a secondary procedure. The clinical reason for explant was post operative dissatisfaction secondary to refractive surprise. Additional information has been requested but is not available at the time of this report.